Event description:
Boston scientific corp has become aware of the following event: the physician reported the lesion was 99% stenosis without calcification of right coronary artery (rca). The post-dilatation of the stent 3.5-24 was tried by balloon catheter 3.75-10. However, the inside of the stent 3.5-24 was not able to be crossed; therefore, atlantis sr pro2 was advanced into the stent 3.5-24 to check. Then, the catheter in question was caught in distal edge of the stent; therefore, withdrawing became impossible. The physician pulled out the guidewire and while pulling giving it torque, the catheter was able to withdraw. There were no patient complications reported.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and/or further significant information is found, a supplemental report will follow.